Event description:
The customer reported fluid leak under the coulter ac*t diff analyzer following startup. The customer indicated that three drops of fluid leaked and the leak was not contained within the instrument. In addition, the customer stated that plt (platelet) background failed at the time of the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched but could not confirm an active leak on the instrument. The fse decontaminated the instrument to resolve the plt background failures and repair was verified per established procedures. Failure mode of the plt background failures is attributed to a microbial contamination. (B)(4).